Event description:
Reportable based on analysis approved on (B)(4) 2014. It was reported that crossing difficulties were encountered. A 2.50x16mm promus element ¿ stent was selected to treat the lesion. However, the device was unable to cross the target lesion. The procedure was completed with another of the same device. The patient's status was stable. However, device analysis revealed stent damage.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.   Device evaluated by manufacturer: the stent delivery system was returned for analysis. No issues were noted with the profile of the device¿s tip. The tip od was measured using a digital snap gauge and is within specification. The stent was damaged at its proximal end. The struts on the most proximal row were raised and misaligned. This type of damage is consistent with the stent meeting resistance during the removal of the device from the patient. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A visual and tactile examination found no kinks or other damage along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(6).